Event description:
During the procedure, a cook instinct endoscopic hemoclip was used to treat a post polypectomy site. The clip was closed onto the tissue but would not release from the deployment device. The doctor ripped off the clip causing a lot of bleeding. More clips had ot be used to stop the bleeding. A section of the device did not remain inside the pt's body. The pt required placement of add'l clip. Other than placement of the add'l clip, the pt did not experience any other adverse effects to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found the drive wire was not visible in the catheter component indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore all the pieces of the device are accounted for. The drive wire is securely attached to the handle a product specific discrepancy that could have caused or contributed to this observation was not observed during out laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states to permanently deploy clip, pull handel spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and fourth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.